Event description:
The customer reported a thumping noise followed by a loss of the image. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the snubber board and x-ray tube. System operates as intended. (B)(4).